Event description:
The event was reported by the customer, from intensive care unit, on a female patient via a right subclavian vein insertion. It was not possible to insert the spring wire guide through the needle. Another puncture was necessary which resulted in a removal of the local anesthesia for the baby. As a result, the second attempt was successful. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.